Manufacturer narrative:
Lens was returned dry in lens case/vial. Visual inspection found haptic torn/bent/broken. Foreign material (fibers) was present on the lens surface. Dimensional inspection found that the lens measurements were within specifications. No similar complaints were reported for units within the same lot. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon inserted a 12.6mm vticmo12.6 implantable collamer lens, -10.50/+2.5/079 diopter, in the patient's left eye on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting and a shallow chamber.